Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement surgery. It was reported that the site was working on axiem shunt, and the system was able to track the disposable, however, on the axiem box showed the light where the disposable was intermittent. This occurred intra/peri operatively with no delay to surgical time. There was no reported impact on patient outcome.